Event description:
On (B)(6) 2012 infuse bone graft in lower right hand side of jaw for 2 implanted teeth number 29-30. Had extreme swelling right after product was put in. I had flu like symptoms and was told to take benadryl. On surgery site, tongue lower gum on right-side was burning pain 24/7. I have had to have titanium mesh crib removed it was pushing through the gums on (B)(6) 2013. I had ulcers on right side of tongue. Feeling sick 24/7. I can no longer have cold wind/air touch my face. I had to have another surgery on (B)(6) 2013 to have tissue removed bone cleaned and they drill small pilot holes through the jaw bone to get blood to flow through again. I still sit here in burning pain 24/7, never feeling well. With all of the surgery, still have not had relief. Also, I can't find any model, lot number on operative notes from surgeon. I also have swelling on and off. Radiating pain going up the neck, burning on right side, up spine and neck. Pain 24/7. I have been to three different neurologists also, only to try meds that don't work. Please, I am asking for help.